Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Through follow-up communication livanova learned that the device was cleaned regularly per the instruction for use and that it was placed inside the operating theater during use. In addition, livanova learned that the device is stored full of water if it is not used for short period of time and it is stored drained if it is not used for more than two weeks. Reportedly, hydrogen peroxide (h2o2) level is not always checked during week end and that it is checked when operations are planned. This is not in accordance with device instruction for use which prescribes daily monitoring of h2o2 level and this deviation may have led/contributed to the reported contamination. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t device was found to be contaminated with mycobacterium chimaera. The customer required deep disinfection to solve the reported contamination.there is no known patient involvement.